Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 10/20/96. On 10/22/96 after iabp for 2 days, blood was noted in the tubing and iab was removed. No second was inserted. No alarms sounded during iabp. (Event complications: none from the event - reported 11/6/96.) (Pt's current status: stable - rpt'd 11/6/96.)